Manufacturer narrative:
Customer reported that their AED was flashing red and will not power on. The customer stated that the battery pack and pads are expired but they have installed new ones. Now the customer indicates that the AED receives no voice response when the new battery pack is installed, and the unit still will not power on. The tech noted that the customer is not performing excessive testing. He stated he just ordered and received this new bp and pads for this unit. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED was flashing red and will not power on. The customer stated that the battery pack and pads are expired but they have installed new ones. Now the customer indicates that the AED receives no voice response when the new battery pack is installed, and the unit still will not power on. The maintenance activity was reported as weekly by checking the asi light. They did not report that this event occurred during patient use.